Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working, serial number was rubbed off from the back of it, customer took out battery asked to put battery in insulin pump and got open book image on it. Customer's blood glucose value was 220 mg/dl. Troubleshooting was performed. Customer stated that there was an unknown insulin pump error was displayed before the open book image was displayed on the screen. Customer stated that there was water in the battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.